Manufacturer narrative:
The reported malfunction was observed and attributed to high contact resistance within the front panel membrane. Our analysis indicated and that the keys do respond; however, they need to be pushed harder to activate. Due to the fact that the device can still administer therapy, reports of this nature do not typically meet the criteria for reportability. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.